Event description:
(B)(6), representative from the md office, reported curlin pump malfunction, stated it timed out. Replaced batteries same issue. (B)(6) will do infusion via gravity. Indication: nonfamilial hypogammaglobulinemia. No additional dates, information, or details were reported. No missed dose or adverse events were reported. Unknown if the patient has the defective device available for return. Unknown if the md is aware. No additional information was reported. Reported to (B)(6) by: health professional.